Event description:
It was reported that a patient presented in clinic with noise on their right ventricular lead. An unspecified insulation anomaly was also noted. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information notes that the noise on the right ventricular lead resulted in oversensing.